Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Customer¿s blood glucose ranged from 115-120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.